Manufacturer narrative:
Concomitant medical products: product ID 37791, product type: recharger. Product ID 3708340, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. Product ID 3887-28, lot# l66905, implanted: (B)(6) 1999, product type: lead. (B)(4).

Event description:
It was reported by the patient that they had met with the manufacturer representative (rep) a month ago and they had an adjustment made; over to the left on their left leg. At that time the rep checked the device and the patient's device had four months left. The patient had already spoken with their neurosurgeon about taking the implantable neurostimulator (ins) out and putting in a new one. Their surgeon told them their implantable neurostimulator (ins) was implanted too low and they were going to do two surgeries. They would remove the old ins and then the patient would have to wait six weeks without an ins. Then the surgeon would make a new incision and put the new ins in. In the meantime, within the previous month the battery had died. It had stopped working, they felt no stimulation and they could not charge. This was a sudden change in therapy and without being able to charge they would have back pain in a couple of days and they would not be able to walk because the pain would be so bad. Their implantable neurostimulator recharger (insr) showed a call your doctor and an elective replacement indicator (eri) message. They noted that they were able to get pass the doctor's screen before and were then able to charge, but they could no longer do that. Upon trying the recharger, there was also an error code of 375; antenna failure. Additional information received reported that upon receiving a new antenna, they were still getting the call your doctor message plus the 375 code. They were still unable to charge. The patient then stated after looking at it again that it was actually an eri code and not a 375 that was seen. They used the insr on the call and confirmed that they were able to clear the eri message and then saw the normal recharging screen. They had an upcoming appointment with their physician to discuss the replacement. Relevant medical history includes complex regional pain syndrome type I. If additional information is received, a follow-up report will be sent.